Manufacturer narrative:
Additional manufacturer narrative: patient identifier. Date of event.

Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be performed as no lot number information was provided. The investigation is ongoing.

Event description:
On september date unknown, 2016, the patient was implanted with a gore® acuseal vascular graft in the patient's upper arm in an arteriovenous application. On (B)(6) 2018, the doctor reported that during a follow-up examination, the gore® acuseal vascular graft appeared to be delaminated. The graft was removed and a new vascular graft implanted. The patient tolerated the procedure.

Manufacturer narrative:
Conclusion code 1 note: the device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible.